Event description:
Patient was treated with a reusable mea applicator without incident. User facility reported thermal injury to adjacent tissue, requiring surgical intervention.

Manufacturer narrative:
Add'l cat #: appl. 900-002. Add'l device MFR date: appl. 10/2004. The company analyzed the mea system's treatment data file and applicator associated with this event. The conclusions of the analysis shows that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present.